Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507658 rv lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited non physiologic oversensing. Oversensing was also noted on the right atrial (ra) lead. It was suspected that lead abrasion could be present. The patient will be brought back in at a later date for testing and to reprogram the sensitivity. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.